Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) in the 600s(mg/dl). Reportedly, the customer used pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer administered manual injections to address bg.